Event description:
During the implant procedure, while tunneling using the inspire tunneler, the end of the tunneler broke and the patient experienced excessive bleeding. Physician applied pressure and placed pressure dressing to stop the bleeding. This resolved the issue.